Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that the lab drawn from a 13x100 mm 6.0 ml bd vacutainer® plus plastic plasma tube resulted in test discrepancy leading to sending patient to ER. Medical intervention was required.

Manufacturer narrative:
A no sample investigation was conducted prior to the initial MDR submission. The information for this investigation is as follows:  results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot# 6064587 and no issues were identified. Five retain samples and three controls were sent to franklin lakes for further clinical investigation. Upon completion of the investigation, a supplemental report will be filed. Conclusion: a conclusion is not yet available as the investigation is still in progress.

Manufacturer narrative:
Investigation: investigation summary : bd pas has further communicated with the complainant. When the patient was originally drawn, the ammonia test resulted in a reading of 108 ug/dl, which led the healthcare provider to send the patient to the emergency room the following morning. The patient was redrawn at the hospital ER and that test resulted in an ammonia level of 25 ug/dl per ml. The complainant reported that the initial ammonia test was performed on the siemens vista instrument. Bd requested samples and/or photos of the product, but none were provided by the customer for evaluation. Therefore, retention samples from the incident lot and a control lot were selected for testing. The results from the retention samples showed ammonia levels that were above the reference range. However, the results generated from this testing were inconclusive. Additionally, lithium heparin activity testing and draw volume testing were conducted on retention samples from the incident lot. The results indicated that the heparin to blood ratio was within published recommended ranges. [1,2] a review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd pas would like to note that ammonia is an assay which is very sensitive to preanalytical variables. As such, specific sample collection, specimen transport and testing requirements are indicated by the assay manufacturer. A review of the siemens vista assay package insert indicates that the blood collection tube should be completely filled, stored tightly capped on ice, centrifuged immediately and analyzed within 20 minutes. The analyte concentration may more than double if specimen is stored at room temperature for 6 hours. In addition to handling, there are numerous biological and analytical variables that can affect ammonia concentration. Air pollutants and cigarette smoking can cause contamination and falsely elevated results. A clenched fist and use of a tourniquet during phlebotomy can have the same effect. Intensive physical activity and exercise also elevate ammonia because of the increased ammonia synthesis in muscle. In addition, some medications such as valproic acid, can elevate ammonia concentration. [3] hemolysis is also known to cause positive interference. [4] if testing was not performed on samples collected, transported and tested in accordance with the assay manufacturer¿s instructions, erroneous results may occur. Also, patient conditions such as smoking prior to phlebotomy, intensive physical activity may cause elevated levels. The initial high ammonia results may likely be attributed to the aforementioned preanalytical variables, rather than an interference from the bd vacutainer® plus plastic lithium heparin tube. Furthermore, the tube type used to collect the sample and the instrument on the second day of testing (hospital ER) is not known. The discrepancy in results could also be due to difference in instrumentation and/or plasma sample type used (lithium heparin (lih) or edta plasma); depending on the assay, ammonia can be tested on lih or edta plasma. As part of its ongoing investigation of this matter, bd is contacting the hospital that performed the second round of testing to determine the types of instrument/tube used. [1] tubes and additives for venous blood specimen collection; approved standard¿fifth edition. Nccls document h1-a5 [isbn 1-56238-519-4]. Nccls, 90 west valley road, suite 1400, wayne, pennsylvania 19087-1898 USA, 2003. [2] use of anticoagulants in diagnostic laboratory investigations & stability of blood, plasma and serum samples. Who/dil/lab/99.1 rev. 2. World health organization, geneva, 15 january 2002. [3],[4] nikolac n, omazic j, simundic am. The evidence based practice for optimal sample quality for ammonia measurement. Clinical biochemistry 2014;47:991-995. Investigation conclusion : based on the investigation, a root cause could not be determined. Root cause description there was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation. Rationale complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.